Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the user interface module (uim) on the avea ventilator is not functioning properly. Customer states when they select an option on the uim the option next to it lights up. The customer performed the screen calibration however the problem did not resolve. The customer advised there was no patient involvement associated with this event.